Event description:
Pt called lfs alleging that their test strips would not go in and appeared miscut. No symptoms were reported. No adverse event or serious injury occurred. No medical care was sought from a healthcare professional. The customer service rep discussed product discontinuance.